Manufacturer narrative:
The device was reported as returning for investigation. A follow up report will be provided after the device has been returned and completion of the investigation.

Event description:
A clinical incident involving a microblator 30 with integrated cable arthrowand was reported to arthrocare corporation. During a wrist arthroscopy procedure, metal shavings reported to have detached from the tip of the wand in the surgical site. It is not known if all fragments were retrieved. There have been no reported complications or injury to the patient.